Event description:
The account alleged that they heard a pt roll out of bed when reaching for something. Pt fall, no injury reported.

Manufacturer narrative:
The tech followed up with the account and no further info will be released for the pt fall other than no injury was reported and the bed functioned as designed.